Manufacturer narrative:
The initial peritonitis event occurred on an unspecified date in (B)(6) 2018. (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. On an unreported date, the same month as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with intravenous ciprofloxacin and intravenous amikacin (no further details). On an unreported date, the patient was discharged from the hospital. The patient outcome was not reported. It was reported thirty-seven days prior to receipt of this report, the patient was hospitalized again (at a different hospital) due to recurrent peritonitis and two other indications. Treatment for the recurrent peritonitis was not reported. On an unreported date, during hospitalization pd therapy was withdrawn, the pd catheter was removed and the patient was transferred to hemodialysis. At the time of this report, the patient remained hospitalized, hemodialysis was ongoing and the patient was recovered from the recurrent peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.